Event description:
Additional information was received from the surgeon reporting that the patient developed a retinal detachment four weeks after surgery. The patient underwent pneumatic retinopexy.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of tip of cannula fell in the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. The customer provided a video. The video was reviewed by the manufacturing site. The video does confirm something being removed from the eye but what the object is can not be confirmed. The root cause for customer complaint issue could not be determined. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The video does confirm the soft tip detached from the cannula. How and when the soft tip detached could not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the soft tip cannula fell off into a patient's eye when injecting stain. An incision was made to remove the tip from the eye.